Event description:
The facility has confirmed that whilst using our product (nimbus 3 system) a pt had fallen out of bed, injured their arm and required to attend hosp. Injuries were bruising extending from central breast bone to underneath of left arm around the rib cage. The pt had slid off the mattress and was wedged between the bed and the bedside cabinet. They questioned the suitability of the product against the pts needs. Ref MFR #1419652-2013-00128.